Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. It was also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 209 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit alarmed a21 after battery change causing to reset pump due to broken c13 solder joint on I/b. Unit function properly during prime/a33, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and broken battery tube threads.